Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure performed for treatment of a digestive bleed. According to the complainant, after using the device for an injection, they were not able to retract the needle. The device was removed with the needle extended. Another probe was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn, or lot number; therefore, the device expiration and manufacture dates are unknown. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The report of the needle not retracting was confirmed. The returned device was found to have perforated the catheter sheath and the internal hypotube was broken at two pieces. As a result of this issue, the needle does not retract, after actuation of the handle. Taking into the account all of the information gathered, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure performed for treatment of a digestive bleed. According to the complainant, after using the device for an injection, they were not able to retract the needle. The device was removed with the needle extended. Another probe was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.